Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a poly swap for an irrigation & drainage (I&d) procedure. Nothing due to implants, a routine I&d.